Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d9, h2, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction m was not confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: error e310 (battery running out of clock) coming on display, heavy corrosion on components of printed circuit board and wire found corroded. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer (fse) was on-site performing maintenance and reported that the video processor touch screen remained dark when switching on and error code e310 was displayed intermittently. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.